Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in had plunger issues. The following information was provided by the initial reporter : the customer reported that the plunger rod was loose.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in had plunger issues. The following information was provided by the initial reporter : the customer reported that the plunger rod was loose.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-14. Investigation summary: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the plunger rod was loose. Both returned syringes were tested and both plunger rods were able to be exercised in the barrel without any observed defects. Unable to perform DHR check due to an unknown lot number for plunger rod loose. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.